Manufacturer narrative:
(B)(4). Customer complaint: event date: (B)(6) 2021. The customer reported that the insulin pump had a crack on the battery compartment. Functional testing to be performed/completed: the insulin pump was received with a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment, a pillowing keypad overlay and a cracked retainer. The test p-cap/reservoir does lock properly inside the reservoir tube. The pump passed the displacement test. Failure analysis summary: the insulin pump was received with a cracked case-corner of belt clip rails near the battery tube compartment. The test p-cap/reservoir does lock properly inside the reservoir tube. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump had crack on battery compartment. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.